Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 027414231. Device history record reviewed. Photographic images made.(B)(4).

Event description:
Allegedly implant fractured requiring revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Attempts are being made to have the product returned. This report will be updated when the investigation is complete.